Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip would not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation found the complaint device was returned fully deployed and the clip assembly was not returned. The coil, bushing, handle, sheath, and sheath grip were all intact and appeared to be undamaged. The condition of the returned incident device was not consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation revealed that the device returned fully deployed with the clip assembly separated from the catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the resolution clip would not deploy. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.